Manufacturer narrative:
Additional information: e1.

Event description:
The device was reprogrammed to resolve the event.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an error message appeared upon interrogating the device. Technical support was contacted and suspects the cause of the event to be due to incomplete programming or a telemetry issue. No intervention has been performed at this time. The patient was stable.